Event description:
The customer reported an overvoltage fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.